Event description:
Information provided by an attorney indicates that their clients allege that they (the physician and the corporate entity) experienced "erratic machine performance, discrepancies and malfunctions and/or problems' with the ophthalmic excimer laser system approximately 4 years ago, which resulted in some pts suffering 'severe visual problems including, among other things, double vision, glare, halo, significant loss of sight, overcorrection and under-correction'. Additional information has been requested.